Manufacturer narrative:
Concomitant medical products: single lumen port IV access (vendor, model, and lot unknown); therapy date: (B)(6) 2015. No product will be returned per customer. The customer complaint of set leaking could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing set was leaking during an ifostamide infusion. The infusion was stopped, chemotherapy spill protocol initiated, and the patient was cleaned with soap and water. The "port tubing appeared to be cut". The port was "deaccessed", then reaccessed, and the infusion was restarted. No patient harm reported.

Manufacturer narrative:
Correction: : initial reporter address.